Manufacturer narrative:
.

Event description:
It was reported that the ventricular lead exhibited fluctuating impedances, noise and threshold anomaly. Lead fracture and insulation anomaly were suspected. The lead was capped and replaced.